Event description:
Almost choked [choking sensation]. Round head part of the brush and a small metal piece came off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the round head part of the oral-b toothbrush head and a small metal piece came off in their mouth. They almost choked on it. No serious injury was reported. 14-sep-2024 follow up via digital safety assessment survey: the consumer was a 52 year old female. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked [choking sensation] round head part of the brush and a small metal piece came off in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that the round head part of the oral-b toothbrush head and a small metal piece came off in their mouth. They almost choked on it. No serious injury was reported. 14-sep-2024 follow up via digital safety assessment survey: the consumer was a 52 year old female. No serious injury was reported. 04-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
04-nov-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.